Event description:
There was an allegation of questionable creatinine plus ver.2, sodium, and glucose assay results for 6 patient samples on a cobas 6000 c501 module. On (B)(6) 2026, sample 1 had an initial creatinine result of 7 mg/dl. The repeat result was 0.90 mg/dl. On (B)(6) 2026, sample 2 had an initial sodium result of 180. The repeat result was 139. On (B)(6) 2026, sample 3 had an initial glucose result of 18. The repeat result was 90. On (B)(6) 2026, sample 4 had an initial creatinine result of 7.92 mg/dl. The repeat result was 0.74 mg/dl. On (B)(6) 2026, sample 5 had an initial creatinine result of 1.62 mg/dl. The repeat result was 0.70 mg/dl. On (B)(6) 2026, sample 6 had an initial sodium result of 186. The repeat result was 135. The units of measurement for sodium and glucose were not provided. The date of event was set to the date the information was received by roche; the customer was unable to provide the exact date of event.

Manufacturer narrative:
The creatinine reagent lot number is 934633. The expiration date was not provided. The sodium and glucose reagent information was not provided. The qc recovery data provided was within specification. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found issues with the tubes at the washing unit and replaced them, performed decontamination of the washing unit, and replaced the reagent probe. The investigation determined that the issue found by the fse was the root cause of the event.